Event description:
The service report shows customer reported, that during pt use, the oxygen sensor was displaying a low reading, which was not able to be resolved by calibrating the oxygen sensor. The covidien customer service engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor which resolved the reported issue. The unit passed extended self testing. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).